Manufacturer narrative:
The manufacturing and sterilization records for the lot were reviewed and found to be acceptable. This investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001920664-2021-00123.

Event description:
The user facility in (B)(6) reported that unidentified stick particles with a texture similar to silicon was observed on the eye. This occurred at the beginning of phacoemulsification surgery when the surgeon started infusing in the eye before aspiration. Consequently, the handpiece was changed but the issue reoccurred, and new particles appeared on the eye. The cassette was changed to successfully complete the procedure and particles were removed. Time of both surgeries were 15 minutes longer due to particles and cassette replacement. No clinical consequences at this time.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5113 pack from lot w9423 was returned in a cardboard box. The expiration date on the pack label is 2024-apr-03. The box also contained a bss-10pk balanced salt solution bottle from lot 2104211, with an expiration date of 03/2023. The pack tray contained the collection cassette and tubing only. No other pack components were returned. A filter test was performed by pouring the fluid from the collection cassette and the balanced salt solution onto a 0.45 micron filter. The fluid was then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found no particles that resembled the stick-like particles as described and none that matched the photo provided. One dark blue fiber-like particle was found; however, due to the returned opened and used condition of the assembly, the source and origin of the dark blue fiber-like particle cannot be determined. No particles matching the complaint description could be found or identified. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2. See related medwatch report number 0001920664-2021-00123.

Manufacturer narrative:
Time of the surgery was 15 minutes longer due to particles and cassette replacement. No clinical consequences to the patient at this time. The reported product and particles were not returned so unable to investigate for root cause. Product met all release specifications and there is no report of similar types of particles in the complaint history. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 1 of 2, see related medwatch report numbers: 0001920664-2021-00123.